Event description:
Pt reported that 2nd digit (daily basal numbers) are not displaying correctly on device's lcd (always displays either a 1 or a 7) -- this problem has occurred for the past four months. Pt's blood glucose was not affected, and no treatment was received.